Event description:
This unsponsored solicited case was received on (B)(6) 2018 from a physician. Patient ID: (B)(6); country: (B)(6). This case involves a (B)(6) male patient who received treatment with seprafilm and later after 7 days had intra-abdominal abscess. No past drug, concomitant medication or concurrent condition was provided. The patient had no allergic predisposition. On (B)(6) 2018, subject consented to participate in e8002 study. On (B)(6) 2018, the patient underwent the initial surgery. He was allocated to seprafilm arm, and seprafilm was used (dose, route, form, frequency and indication: unknown). On (B)(6) 2018, (7 days after receiving treatment with seprafilm), a CT scan showed intra-abdominal abscess. The event was treated with antibiotic medication and wound drainage. On (B)(6) 2018, a CT scan showed that intra-abdominal abscess was resolving. On (B)(6) 2018, it was decided to transfer the subject to another hospital on (B)(6) 2018 to continue treatment. As of the day ((B)(6) 2018), the patient was recovering from the intra-abdominal abscess. Seprafilm had not been removed. Corrective treatment: antibiotic medication and wound drainage outcome: recovering reporting physician's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting physician's causality assessment: related reporting physician's comment: the abscess was formed directly below the wound; therefore, the causal relationship to seprafilm could not be excluded. The event was also related to the underlying disease (long surgery, surgery of other organ[s]).

Event description:
Intra-abdominal abscess [intra-abdominal abscess]. Case narrative: initial information received on 06-apr-2018 regarding a solicited valid serious case received from a physician, in the scope of unsponsored study "unspon_o_seprafilm". Patient ID: unknown; country: japan. Study title: unsponsored study involving seprafilm. This case involves a 71 years old male patient (163 cm and 56.5 kg) who experienced intra-abdominal abscess, while he was treated with carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient consented to participate in e8002 study. On (B)(6) 2018, the patient underwent the initial surgery. The patient was allocated to seprafilm arm, and carboxymethylcellulose, sodium hyaluronate (seprafilm) was used (dose, route, form, frequency and indication: unknown). On (B)(6) 2018, a CT scan showed intra-abdominal abscess. The event was treated with antibiotic medication and wound drainage. On (B)(6) 2018, a CT scan showed that intra-abdominal abscess was resolving. On (B)(6) 2018, it was decided to transfer the patient to another hospital on (B)(6) 2018 to continue treatment. As of on (B)(6) 2018, the patient was recovering from the intra-abdominal abscess. On (B)(6) 2018, the patient recovered from the intra-abdominal abscess and was discharged. Action taken with carboxymethylcellulose, sodium hyaluronate (seprafilm) was not applicable. The patient developed a serious intra-abdominal abscess (abdominal abscess) 7 days following the first dose intake and 6 days following the last dose intake of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. Final diagnosis was intra-abdominal abscess. An unknown corrective treatment was received. The patient outcome is reported as recovered / resolved on (B)(6) 2018 for intra-abdominal abscess. Abdominal abscess is considered to be related to carboxymethylcellulose and sodium hyaluronate by the reporter and reportable by the company based on company causality assessment. Reporting physician's comment: the abscess was formed directly below the wound; therefore, the causal relationship to seprafilm could not be excluded. The event was also related to the underlying disease (long surgery, surgery of other organ[s]). Additional reporter comment (01-jun-2018): at the time of submission of the first version of this report on 04-apr-2018, the event was reported as one which required prolongation of hospitalization as the transferal of the patient was prolonged. However, stoma management and the patient's general condition after the surgery were unstable, and hospitalization for treatment had been scheduled to be continued in another hospital, which, therefore, did not meet the criteria of prolongation of hospitalization. Also, the event did not require prolongation of hospitalization or hospitalization. On (B)(6) 2018, it was reported from another hospital that the patient was discharged on (B)(6) 2018. As a result of reconsideration, the event was to be withdrawn from serious adverse event on this report. Additional information was received on 21-may-2018: updated information: added company comment. Additional information was received on 01-jun-2018 by the same reporter: updated clinical course; added reporter comment; updated seriousness criteria of the event to medically significant; and updated event outcome. Amendment for the report dated 01-jun-2018:the reporter comment in survey results column of the products tab was removed and added to the field of action taken for the patient in the section of pmda device information. Updated company comment. Case comments: the reporting physician stated that the reported event was not considered as a serious adverse event; however, the company determined that the reported event was a serious adverse event and the causality between the event and the suspect drug could not be ruled out based on the temporal relevance.